Manufacturer narrative:
A complete lead was returned in one piece. The reported events of unacceptable capture and r-wave amplitude variation were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The tip stiffness test was performed and all results were within specifications.

Event description:
New information received notes the patient presented to the clinic on (B)(6) 2023 for a follow-up. Review of the transmission revealed that there was drop in r-wave amplitude on the implantable cardioverter defibrillator (ICD). There was post-sensed t-wave over-sensing on the ICD which caused inappropriate shock. During examination, it was discovered that capture threshold was elevated further on the right ventricular lead. The ICD and the rv lead were reprogrammed. There were no adverse consequences to the patient.

Event description:
New information received notes chest computed tomography of right ventricular (rv) lead from (B)(6) 2023 showed extra cardiac migration. When the patient presented to the hospital on (B)(6) 2023, it was noted that there was inappropriate shocks from high capture threshold and decreased r-wave sensing. Chest x-ray noted cardiac perforation on the rv lead. The rv lead was explanted and replaced on (B)(6) 2023. There were no adverse consequences to the patient.

Event description:
Related manufacturer reference number: 2017865-2023-13549. It was reported that the patient presented to the clinic on 20 feb 2023 for a follow-up. Review of the transmission revealed that there was ventricular under-sensing and drop in r-wave amplitude on the implantable cardioverter defibrillator (ICD). There was post-sensed t-wave over-sensing on the ICD. The device was reprogrammed. During programming changes it was discovered that capture threshold was elevated on the right ventricular lead. There were no adverse consequences to the patient.